Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) presented to their clinic with symptomatic ventricular tachycardia (vt). It was noted that the vt was at a rate of about 125 beats per minute (bpm). The device had a monitor only zone programmed at 140 bpm and a vt zone at 160 bpm. The physician administered an anti-arrhythmic medication in the office to treat the vt. At that point, it was noted that the patient flatlined, was given CPR, and the patient was sent to the ER. The patient was later noted to be in a sinus rhythm at 60 bpm, and the device checked out fine. The physician noted the device would be replaced in the future.

Event description:
Additional information was provided that a settings report was faxed to ts confirming settings and capture, as they wanted to make sure that amplitudes were programmed at a higher level than thresholds.

Event description:
The device was later explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
--